Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported with MRI results " showing accentuation of the folds of accommodation. MRI was suggestive of rupture. This record is for left side. The device remains implanted.

Event description:
The device has been explanted.